Event description:
During placment, the nurse attempted to remove the guide wire but met resistance. The nurse then tried to remove the catheter and guide wire together but ws unsuccessful. An x-ray showed a knot 4 cm from the distal tip. A physician removed the catheter from the pt with great force.